Event description:
Event description guidant/cpi received information that this ipg (implantable pulse generator) exhibited noise on the ventricular channel which could not be reproduced through isometrics or pocket manipulation. The patient also suffered two syncopal episodes, indicating loss of ventricular capture.